Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient's error. The peritonitis was manifested by vomiting, fever, abdomen pain and cloudy pd fluids. On the same day as the onset of peritonitis, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics for bacterial peritonitis. Dianeal therapies were ongoing. The patient was discharged 13 days after admission and was recovered from this peritonitis event the same day. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.